Event description:
Upon investigation, the complaint was confirmed. The pump was returned for fva pins sticking shut. Upon investigation it was found that the fva pins were excessively dirty causing friction and sticking. A thorough cleaning of the pins was able to resolve the binding and device was subsequently able to pass final acceptance testing. To ensure proper functionality the spring cage will be replaced alongside the lip seals.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump problem - we have another pump issue: top left valve pin does not move full range of motion patient was not harmed infusion was not stopped I exercised pin with alcohol for about 5 min total. Soaked it in alcohol overnight and exercised pin again for about 2 minutes. Pin will still not pop all the way up. See pic. Please advise with rga or other troubleshooting technique. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve)(mech-2) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.